Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances during the original build. During the investigation, the pump pcb and flex circuit were found to have intermittent failure and this caused the alarm failure. The pump is being repaired and returned to the customer.

Event description:
The initial reporter states that the pump was not alarming air in line when it should have. They also stated that this occurred during testing and therefore did not have any patient involvement. (B)(4).